Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault. In a separate visit the lens was exchanged for a longer length lens and the problem was resolved. It has been noted that the surgeon elected a different length lens than that initially suggested by the icl calculation software. Therefore, there is not enough safety and effectiveness data to support implantation in this patient category. Cause of the event is unknown. There are multiple device reports associated with this patient. This is report 2 of 2 total reports. Based on the information provided, the risk assesment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
(B)(4). Secondary surgical intervention was performed. See claim# 736950 for fellow eye.